Event description:
General report received of an unspecified number of unspecified dates, the primary tubing sets were being used to deliver 250 ml of normal saline, at unspecified rates, via symbiq pumps. At unspecified times, it was reported that secondary tubing sets with an injector luer lock connector were connected to the proximal clave y-site of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. No specific pump programming was provided. The primary solution containers were hung lower than the secondary solution containers. After unspecified lengths of time after the piggyback deliveries were started, the customer contact reported that the primary and secondary solutions were delivering concurrently. At unspecified times, the pumps alarmed that the deliveries were complete and unspecified volumes of medications remained in the secondary solution containers. The customer contact reported that the remaining volumes in the secondary solution containers were delivered and the therapies were completed. There were no reported adverse patient effects and no delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicted that the devices were discarded. A representative device is expected for evaluation and has been received. Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.